Manufacturer narrative:
The investigation determined that a lower than expected tsh result was obtained from one patient sample when tested using vitros immunodiagnostics products tsh reagent lot 6956 in combination with a vitros 5600 integrated system. A definitive assignable cause for the discordant vitros tsh results could not be determined with the information provided. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction, however, as no diagnostic within run precision testing was performed, an instrument issue cannot be completely ruled out as a potential contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6956.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected tsh result was obtained from one patient sample when tested using vitros immunodiagnostics products tsh reagent lot 6956 in combination with a vitros 5600 integrated system. Patient 1, vitros tsh lot 6956 result of 3.94 miu/l vs. The expected result of 12.62 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh result was reported from the laboratory, however, no treatment was altered, initiated, or stopped based on the reported results. Ortho has not been made aware of any allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602030.